Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem.

Event description:
The hospital reported that during a procedure, 2 balloons ruptured. The procedure was completed with a replacement device. No patient effect was reported by the hospital.